Manufacturer narrative:
It was reported the device involved in the event will not be returned for evaluation as the coil remained within the patient and the delivery pusher was discarded. (B)(4).

Event description:
Embolization treatment of an ovarian vein with coils. It was reported the coil could not be detached during the procedure. Upon removal, the coil detached but within the intended area. No patient injury reported.